Manufacturer narrative:
Corega is marketed under this trade name super poligrip in the united states and is mfg in (B)(4). Neither the lot number nor the product was available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of epidermoid carcinoma of the tongue in a (B)(6), female, pt, who used corega as a denture adhesive. A physician or other health care professional has not verified this report. The pt used corega (formulation unk) (dental) for 3 years. In the (B)(6) of 2009, approximately 2 years after starting corega, the pt developed a burning in the oral cavity and was recommended by her doctor to use a herbal mouthwash. On an unspecified date in (B)(6) 2010, the pt developed a dry mouth. On an unk date, the pt consulted an oncologist and was diagnosed with epidermoid cancer of the tongue. This case was assessed as medically serious by gsk. Treatment with corega was discontinued. The epidermoid cancer of tongue was considered resolved on (B)(6) 2010 when resection of the tongue was performed. At the time of reporting, the oral burning was improved and the outcome of the dry mouth was unk. The reporting consumer considered that the cancer of the tongue was probably related to use of corega, and the dry mouth and oral burning were possibly related to use of corega.